Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt no longer experienced facial paralysis. The pt remains implanted. This is the final report.

Event description:
The company was informed that the pt reportedly experienced temporary facial paralysis following initial implantation. The pt was treated with medication.